Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer from (B)(6) called ascensia diabetes care to seek help with her contour next one meter. During the troubleshooting, it was discovered that the meter display had white dots over the portion where the blood glucose readings are displayed. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. Upon the investigation, the cause of the event was verified to be associated with the lcd component.

Manufacturer narrative:
The customer did not return the device for evaluation. However, based on a picture provided by the customer, it was found that the meter display exhibited white spots on the lcd segment.